Manufacturer narrative:
As the device was not returned for analysis, a definitive root cause cannot be assigned. It is probable that as the coil was withdrawn in the microcatheter, the coil detached from the delivery wire. It is possible that the detachment zone was weakened during the detachment attempt and that this contributed to the coil detaching from the delivery wire. Therefore, a probable root cause of operational context was assigned.

Event description:
It was reported that the physician attempted to detach the coil in the aneurysm, however, he was unsuccessful. As the physician was attempting to remove the coil from the patient, it detached inside the microcatheter. There was no clinical consequence to the patient.

Event description:
It was reported that the physician attempted to detach the coil in the aneurysm, however, he was unsuccessful. As the physician was attempting to remove the coil from the patient it detached inside the microcatheter. There was no clinical consequence to the patient.